Manufacturer narrative:
Initial reporter facility name:(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly calcified left cephalic vein. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds and a pinhole was noted at the middle part. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.